Event description:
Reporter indicated that the pt was getting lead and generator explanted in 2009. He had an increase in seizures when device was implanted and device was turned off in 04. Attempts for further info and product return are pending.